Manufacturer narrative:
Product complaint pc (B)(4). Component code: g07002- device not returned. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure name of the index surgical procedure the diagnosis and indication for the index surgical procedure? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Other relevant patient history/concomitant medications what is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2020 and the suture was used. It was reported that the patient experienced post-op inflammation with erythema and itching on the incision in the afternoon of the next day. Oral antiallergic agents were given to the patient. Then the patient's condition changed better. Additional information has been requested.